Event description:
It was reported that the customer received experienced high blood glucose levels of over 600 mg/dl. Customer's blood glucose levels were rising. He changed the site and everything was fine. The same thing occurred the following morning. He changed the set once more and the blood glucose levels came down to normal. Troubleshooting was declined. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.